Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection of the device showed good physical condition. The event history log was reviewed and found additional 46221 error code reports, as well multiple 46508 error code reports. Functional testing found that the pump records error code 46221. The customer problem was duplicated. The investigation determined the cause of the problem was software issues. Both error codes do not require any part replacement and will be delt with during software reload.

Event description:
It was reported that there was a cade alarm error 406508. There was unknown patient involvement. Per reporter, the nurse tried to solve the problem by phone with the husband but without success. No patient harm/adverse event reported.

Manufacturer narrative:
H7/h9: corrected.